Event description:
It was reported via legal notification, that a patient is pursuing compensation for failed knee implants. The patient had bilateral knee replacement in 2013 using exact- tech logic. And was revised in (B)(6) 2018. In 2022, a second revision occured and the defective products were removed from the right knee and replaced with a competitor's products. The plaintiff alleges he has suffered the following injuries and complications as a result of this: revision surgery, osteolysis, bone loss, synovitis, effusions, pain, swelling. The initial revision was reported under MDR# 1038671-2022-00809.

Manufacturer narrative:
Additional information: h3 - investigation result - approximately 3 years and 6 months after the first revision surgery for the patient¿s right knee, on (B)(6) 2022, the patient underwent a second revision due to prosthesis wear, and loosening. Components were not returned to exactech for evaluation and no images, radiographs, or operative notes were provided. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.